Manufacturer narrative:
(B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during treatment with a polyflux 21l dialyzer an internal blood leak was observed. The event occurred ¿as soon as the treatment started¿. Treatment was discontinued. The estimated blood loss was ¿around 400 cc¿. No patient symptoms were reported; however, the patient received a blood transfusion of 500 cc. Treatment was restarted with a new set and it was reported the patient was in good condition. No additional information is available.